Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.s918usqs7ezci hardware: sm-s918u cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 24 and 36 hours. The adhesive completely separated from the (arm) causing the cannula to dislodge and leaking was observed. A new pod was successfully applied.

Manufacturer narrative:
The device was received fully deployed. The investigation found no damages or defects that would result in the cannula becoming dislodged. The cause of the reported dislodged cannula could not be determined. The investigation found no damages or defects to the fluid path that would result in fluid leaking during wear. The device was received with the adhesive pad fully attached. The adhesive pad and adhesive welds were inspected, and no damages or defects were observed that would result in an adhesive failure. The cause of the reported adhesive failure could not be determined.